Manufacturer narrative:
Returned device was received in good physical condition but the air detector was dented. Evidence of reported problem in event log was found. During the evaluation of the device, analysts attached a cassette and performed functional testing which failed. The latch/lock was not recognizing when the cassette was placed on. The lock optic sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump did not recognized the cassette when placed on the set. No reported adverse effects.